Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 115mg/dl. The customer reported feeling weak and had fallen. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is 12/22/2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is calling in regards to getting high results when she performs the blood test. The customer is feeling well at this time and is not having any symptoms of high blood sugar while speaking to her. She stated she takes her blood test fasting. She exercises and she says her hga1c is 6%. The customer advised that on (B)(6) 2016 when she got the result of 116mg/dl she had fallen since she had felt weak. She was not hurt and did not seek any medical attention. Her husband was home and he assisted her. About half hour later her sister came and performed a blood test on her meter and it was 69mg/dl. She says the truemetrix was reading high. Again she was not hurt. She is feeling well while speaking to her and has no symptoms of high blood sugar. No back to back blood test was performed since the customer declined. Her main concern is that all the results she provided are high. Customer is not going to use our meter anymore.